Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, while deployment of mitraclip xtw, a resistance was observed while removal of lock line. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy and was replaced with another device to complete the procedure. The mr was decreased from torrential to moderate grade. Another mitraclip nt was implanted to treat the residual prolapse medial to 1st clip at anterior and posterior leaflet 2. During follow up, it was observed that the clip had a single leaflet device attachment (slda) from the posterior leaflet 2. The mr was grade 2-3 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed. Additionally, a knot in the lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to remove the lock line is a cascading event of the observed lock line knot. A cause for the knotted lock line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, while deployment of mitraclip xtw, a resistance was observed while removal of lock line. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy and was replaced with another device to complete the procedure. The mr was decreased from torrential to moderate grade. Another mitraclip nt was implanted to treat the residual prolapse medial to 1st clip at anterior and posterior leaflet 2. During follow up, it was observed that the clip had a single leaflet device attachment (slda) from the posterior leaflet 2. The mr was grade 2-3 post procedure. There were no adverse patient effects or clinically significant delay reported.